Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the patient side manipulator (psm3). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Additional information is being gathered to determine the contribution of the psm3 to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an issue with universal surgical manipulator (usm)3. The customer continually had engagement issues when installing instruments. The customer had tried to reseat the sterile adapter, but the issue remained. Tse reviewed the logs but found no related issues. The procedure was completed with no known impact or patient consequence reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The patient side manipulator (psm3) was analyzed, and the reported problem was not confirmed or replicated. A visual inspection revealed no abnormalities relevant to the reported issue. The unit was installed on a golden system, where the psm operated as designed. Multiple sterile adapters and instruments were tested, and no faults or error conditions were observed. The unit was subsequently evaluated on a patient side cart fixture test platform (pftp) system and successfully passed all functional testing within specification limits. While a definitive root cause cannot be established since the reported complaint was not replicated during in-house testing the potential root cause for this failure can be attributed to a transient sterile adapter sensing or engagement condition on psm.

Event description:
Refer to h11 for follow-up information.